Event description:
No additional information available about event.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of a gyn procedure, the patient had an anastomosis leak; unknown how many days post op. The patient presented with indications of a post op leak and an unknown scan was performed to confirm. Medications were given to the patient for the leak. The device functioned normally during the original case. The patient is doing well. The device was discarded. Additional information being requested.